Manufacturer narrative:
The reagent lot number and expiration date were not provided. The electrode lot number and expiration date were not provided. General reagent issues were excluded. The field service representative found a leaky cell rinse tube. He replaced it, which appeared to resolve the issue. He performed tests and checks with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application and ise sodium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial hba1c result was 11.6 % and the repeated result was 5.9 %. The initial na result was 124 mmol/l and the repeated result was 134 mmol/l.